Event description:
The following info was reported to the home hemodialysis rn after the pt expired. Prior to initiation of the home hemodialysis treatment, the caregiver reported she attempted to prime a cartridge. Caregiver reports she was unable to complete priming due to the machine resetting the priming time and not progressing to the testing phase. A second cartridge was primed without difficulty, the machine passed testing so the treatment was initiated. Upon initiation of treatment, b/p: 166/68; pulse 60. The caregiver reported approx 20-30 mins into treatment, the arterial pressure alarmed and was indicating '0' pressure. The caregiver repositioned the arterial needle and stated she was unable to reset the machine, so she could not continue the treatment. Reportedly no air was observed in the cartridge or the dialysis lines. The treatment was stopped and blood was returned manually. Reportedly both the pt and caregiver heard a sound. As reported by the caregiver, both she and the pt were unsure if the sound came from the machine or not. The pt then became unresponsive. CPR was initiated by the caregiver; ems was called and the pt was transported to the hospital, where he expired. See scanned page.